Manufacturer narrative:
A ge svc rep performed an on site investigation. The locking pin and solenoid were cleaned during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 2800 system had an x-ray arm not ready error code and the c-arm would not fully lock into place during a case. The procedure was completed without incident. No pt injury was reported.